Manufacturer narrative:
Investigation summary: bd had not received samples, but one photo was provided for investigation. The photo was reviewed and the indicated failure mode for defective locking mechanism with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. While bd was unable to confirm this complaint for the indicated failure mode defective locking mechanism, bd has initiated further root cause investigation relating to the issue of defective locking mechanism through corrective and preventive actions. CAPA# 1465371.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle the hub separated from the device. The following information was provided by the initial reporter. The customer stated: "in the laboratory, the safety unit separated from the hub."